Event description:
It has been reported to philips that display of live image in the flexvision monitor is intermittently lost. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the single link dvi-extender cable and the flexviewing pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed when the issue was identified. The procedure was completed as planned. A field service engineer (fse) checked system and confirmed that there is ongoing monitor issue. After reviewing log file fse determined that it was something in the imaging chain for the live image portion. Upon troubleshooting fse found y-cable on the back of the x-ray pc have caused the issue. The cause of the issue conclusively determined by the supplier's part analysis, and it confirmed for dvi image artefact, for displayport is connector defect and for dvi receiver, transmitter, suite x-ray pc and flex vision pc no issue confirmed. To resolve the issue fse replaced dp/cat7 converter at x ray pc, cat7 cable from tp x34 to splitter, y cable at tz x46, and x ray pc. Fse loaded software to x ray pc and reloaded system database, also replaced cable set on x-ray pc for live and reference monitors. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.